Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During investigation, fse noted several errors while testing. To correct the problem, fse replaced the proximal and distal inner set-up joint. Following service, the system was tested and verified as ready for use. Isi has not yet received the replaced components for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this complaint is being reported based on the customer disabled usm2 after the start of the procedure due to a reoccurring error 307. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the system displayed an error 307 on universal surgical manipulator (usm) 2. Prior to contacting intuitive surgical inc. (Isi) technical support engineer (tse), the operating room (or) team rebooted the system, disabled usm2, and continued with the procedure with 3 arms. Tse reviewed the logs and found several errors originated by error 32100 pointing to a faulty 12v from acu (axes controller set-up) downstream. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the proximal inner set-up joint (suj), associated with this complaint and completed investigations. Failure analysis could not replicate error 307 or 319. The unit was moved to pftp machine and passed all tests. Procedure logs confirmed multiple 32100, 32097, 307 errors found on the suj. As a precaution, the axes controller set-up (acu) board and fiber optic cable will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the additional information associated with this complaint: it was corrected and clarified that the procedure was converted to laparoscopy. The procedure was converted as a result of the reported issue. The surgeon did follow the instructions from isi technical support engineer to disable the arm, however, later decided to convert the procedure to laparoscopy. The patient did not experience any post-operative complications following the surgical procedure. Isi has received the distal inner set-up joint (suj), associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported failure through remote fe. According to the report, the unit had experience errors 307 and 32100. This type of error showed up on error log history. The unit was tested in the pftp machine, and it passed all the required tests. After further review of the error codes it was found that issue stems from p-value on acu board which was seen in rfe logs. The proximal unit was determined to be the cause of reported issue. As a precaution the sfl will be replaced. Isi has received the proximal inner set-up joint (suj), but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.